Event description:
Elderly man was admitted with ventricular fibrillation/ventricular fibrillation arrest related to inferolateral st-elevation myocardial infarction due to catherization for drug eluting stent in right coronary artery. During prolonged hospital course developed large amounts of liquid diarrhea. In order to protect skin, a fecal management system (rectal tube) was employed to control and contain the stool. The tube was placed one week later. During the use of the fecal management system, the balloon was regularly checked, deflated and was inflated with 30-40 ml (below the manufacturer's maximum 45 ml). 3 weeks later, the patient developed bright red blood per rectum with hemodynamic decompensation. The patient underwent lower endoscopy which identified an ulcer in the distal rectum consistent with pressure necrosis that had eroded into an artery which was successfully clipped.